Event description:
It was reported a patient had a break in aseptic technique further described as made a mistake and touch contamination, which caused peritonitis. The following day, the patient was hospitalized for the event. Treatment was not reported. It was not reported if the patient was retrained on aseptic technique. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.